Event description:
It was reported that during a surgery, a polaris 5.5 plug driver tip twisted, and the tip of a polaris 5.5 cross connector torque wrench key fractured. No tip was retained and reserve devices were used to complete the surgery with no patient impact.this is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, but the provided photos show that the tip has fractured. Root cause: this event could possibly be attributed to wear through multiple uses over time, or excessive forces applied during use. DHR review: the DHR was reviewed. There was one non-conformance associated with this lot related to out of tolerance dimension. There were two non-conforming pieces in the lot, and both devices were returned to the vendor prior to the lot leaving highridge medical control. The device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, a polaris 5.5 plug driver tip twisted, and the tip of a polaris 5.5 cross connector torque wrench key fractured. No tip was retained and reserve devices were used to complete the surgery with no patient impact. This is report two of two for this event.

Manufacturer narrative:
Corrections in e1. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00076.

Event description:
It was reported that during a surgery, a polaris 5.5 plug driver tip twisted, and the tip of a polaris 5.5 cross connector torque wrench key fractured. No tip was retained and reserve devices were used to complete the surgery with no patient impact. This is report two of two for this event.